Manufacturer narrative:
Product evaluation: the resonator evaluation and repair were completed on january 16, 2018. The resonator evaluation revealed that there was no external damage to the resonator and desiccant log indicated that the desiccant was 3.5 years old. Replaced fiber, focus lens with holder and desiccant and realignment of fiber was performed. The resonator was tested after rework and confirmed to be functional. Probable root cause: based on failure analysis report, the probable root cause for error 961 (over temp) was undetermined.

Manufacturer narrative:
Resonator replacement requested. Suspected faulty resonator has not returned to the manufacturer for evaluation.

Manufacturer narrative:
The xps resonator s/n #: (B)(4) was received at the manufacture on december 08, 2017.

Event description:
It was reported during bph procedure an error message was observed as fiber was overheating while the fiber was in use. Attempts to resolve the issue were unsuccessful. The procedure was rescheduled and successfully completed using another xps laser was reported. Patient outcome: "no patient injury" was reported.